Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) units batteries did not last throughout entire pm. There was no patient involvement.

Manufacturer narrative:
In order to solve the issue, the fse replaced the batteries (0146-00-0039). The fse completed the pm with full calibration. The unit then passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use.